Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Possible defective downstream sensor or cassette product. Preventively, replaced the downstream occlusion sensor, and upstream occlusion sensor was re-calibrated. No fault was found with the device. The cause of the reported problem could not be determined. A review of the manufacturing DHR (device history review) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer reported problem were found during the review of service and repair records. UDI number and are unknown.

Event description:
It was reported that during the use of the pump, a "no disposable, pump won't run" alarm went off. No patient injury was reported.